Event description:
During set up & after trays were on the table (one being a "one of a kind" tray, meaning we only have 1 in the hospital), the bag from the pack filled with blades, etc. Was emptied onto the table and at that time a hair was found. The surgeon was notified who then decided to cancel the case. The aesculap minop set was referenced as the contamination from a medline pack led to this set not being able to be utilized in the or. So, to clarify the issue was with a medline pack having a hair in the sterile pack that contaminated the field.